Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zct150 23.5 diopter intraocular lens (iol) was implanted in the patient's left eye (os). It was later explanted on (B)(6) 2017 because the patient complained of lighting being very bright, seeing white circles of light from the bottom to the top of the left eye, and the inability to read street signs well. Furthermore, the patient stated she is having trouble walking and everything seems overexposed. There was no incision enlargement, vitrectomy, or capsular tear. The lens was replaced with the same model, but different diopter of 22.5. Reportedly, there was no patient injury and the patient was reported as being okay the day after surgery up till about 10 days post-op. The explanted lens is noted to not be available for return. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product testing could not be performed as the product was not returned. The reported complaint cannot be confirmed. Manufacturing record review: the manufacturing process record was evaluated and no deviation was found during process related to the complaint issue reported. There was no discrepancy found during the mrr (manufacturing record review). The product was manufactured and released according to the specifications. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the product. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.